Event description:
It was reported that bd vacutainer® barricor¿ lh plasma blood collection tubes underfilled. The following information was provided by the initial reporter: "it was reported that tubes do not fill adequately."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2022-01-06. H6: investigation summary: bd received 3 samples and 2 photos from the customer in support of this complaint. The photo were evaluated and the customer's indicated failure mode of underfill was observed as they show an unused tube. Additionally, the 3 returned, along with 17 retained samples of the same lot from the bd inventory were functionally tested and the customer's indicated failure mode of underfill was not observed as all 20 tubes drew within specification. Bd was unable to confirm customers indicated failure mode based on the photographs attached also returned and retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® barricor¿ lh plasma blood collection tubes underfilled. The following information was provided by the initial reporter: "it was reported that tubes do not fill adequately."